Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure.product not returned. Complaint history reviewed. Device history record reviewed. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00411, 00412, 00414.